Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor and power cable for the monitor were replaced to restore functionality. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system lost display functionality. Prior to the monitor losing functionality, it was reported that white patches appeared on the monitor. It was noted that the monitor was not receiving power after the shut down. A second monitor was used on the navigation system with resolution. It was noted that the issue later recurred on the second monitor for the navigation system. The monitor of the camera cart for the navigation system was tested and found that no power was being delivered to the unit. There was no patient present when this issue was identified. No additional information was provided.